Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device has been received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The inflation failure and balloon tear/leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional coronary procedure, after performing successful pre-dilatation using an unspecified 2.0-millimeter balloon dilatation catheter, after prepping a 2.25 x 18 xience v rx stent delivery system (sds) without issue, the xience v rx sds was advanced without resistance to the mildly calcified, de novo lesion in the moderately tortuous right coronary artery. When attempting to inflate the xience v to deploy the stent, the balloon did not inflate at all due to a cut found in the proximal area of the balloon; a leak in the balloon was suspected. As the balloon was unable to be inflated, the entire system, including the unexpanded stent was withdrawn from the anatomy without issue. Another 2.25 x 28 xience v rx sds was able to successfully treat the lesion with satisfactory results. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.